Event description:
The customer alleged they received questionable thyrotropin (tsh) results on two cobas 6000 e601 analyzers, serial numbers not provided. The customer stated they frequently received complaints from physicians saying that the tsh results do not meet the clinical picture nor the thyroid profiles of patients. Because of the complaints, the customer sent 100 samples to another laboratory to confirm the results using an architect analyzer. The customer provided data for 100 patients, 11 of which had reportable malfunctions that were reported outside the laboratory. Please refer to the attachment to the medwatch for the patient data. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. The customer sent 11 patients sample for further investigation. The elevated tsh results the customer received were reproduced. An interference was identified for one sample, and this interference is covered in the product labeling. No interference was identified for the other 10 patient samples.

Manufacturer narrative:
This event occurred in (B)(6).